Manufacturer narrative:
Additional suspect medical device component involved in the event: model # sc-4316 lot # 19936174 description: generation anchor kit-sterile lead sc-2316-70 sn (B)(4): the complaint of damage at the clik anchor site was not confirmed. X-ray inspection revealed no cable fractures at the clik anchor site. However, external visual inspection revealed the proximal contacts #1-#10 were completely separated from the proximal end. There were exposed cables. Contacts #1 to 10 are not returned. A review of the manufacturing documentation for the clik anchor revealed that no anomalies or deviations potentially related to the event occurred during manufacturing

Event description:
A report was received that the patient underwent an explant procedure due to high impedances on the lead. The physician suspected lead breakage at the anchor site. The patient underwent a lead replacement procedure and was doing well post operatively. Per the device analysis, lead contacts were missing from the returned lead. It is unknown if the contacts were removed from the patient.

Manufacturer narrative:
Additional information was received that per the physician all the contacts were removed during the lead explant procedure and that there were not any exposed wires on the lead.

Event description:
A report was received that the patient underwent an explant procedure due to high impedances on the lead. The physician suspected lead breakage at the anchor site. The patient underwent a lead replacement procedure and was doing well post operatively. Per the device analysis, lead contacts were missing from the returned lead. It is unknown if the contacts were removed from the patient.